Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a other (unusual product issue) issue. The reporter stated that the cannula could not be filled with two different infusion sets, thought the pump as able to prime correctly. Additionally, while attempting to fill the cannula during a normal bolus of 0.5 units, the pump would not deliver. However, the pump was able to deliver a 4.5 unit bolus with no difficultly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings: a review of the pump¿s history indicated a call service alarm. During testing, the motor was not emitting any unusual tones to indicate struggling. The pump completed the rewind, load, and prime sequence with no errors, alarms, or warnings. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.